Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver 100ml 0.9% normal saline. It was reported that during priming, prior to pt use, the nurse noticed that there was a leak between the clave and the secondary port. Subsequently, an unspecified volume of solution leaked. The tubing set was replaced and therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.